Manufacturer narrative:
Additional information: the system history shows that the laser was verified successfully prior to the date of treatment. This is a known issue and a non-conformance investigation was already opened. However, the root cause could not be identified conclusively. Most possible root cause for the reported error was determined to be a faulty label on the sensor. Label is sporadically placed incorrectly on sensor and conductive layer (building a conductive path) may lead to intermittent negative impact of the sensor measurement. This device was identified to be affected by this error. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during eximer laser treatment an energy retest error message displayed with 11% of the treatment completed. The system was retested and the treatment was completed with no patient harm. However, after the surgery was completed the wave card showed two treatments were completed instead of the one treatment. The patient was seen in follow up and the vision is normal.